Manufacturer narrative:
The insulin pump had a full segment display anomaly due to an open driver. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No blank display was noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the insulin pump had not been dropped, bumped or exposed to moisture. No damage or corrosion was noted at the battery cap, battery compartment or spring. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.